Event description:
During a follow-up, noise was observed. The decision was made to revise the lead. When dried body fluid was observed in the header of the device, it was decided to explant lead and ICD.